Event description:
On (B)(6) 2025, it was reported that the user inserted their cartridge backwards into the ilet, causing it to become stuck. Attempts to use the fill tubing function to push the cartridge out resulted in an ¿unable to proceed¿ message. A replacement ilet was arranged. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.